Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have headaches, chest pains, watery eyes, spots on liver, lightheaded, heart and lung problems, can't breathe-hard time breathing-out of breath, dizzy. The patient also reported device blowing hot air. The patient reported having had an echocardiogram. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused headaches, chest pains, watery eyes, spots on liver, lightheaded, heart and lung problems, can't breathe-hard time breathing-out of breath, dizzy. The patient also reported device blowing hot air. The patient reported having had an echocardiogram. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Section h6 updated in this report.